Event description:
The complainant reported that a patient had a prima zi abutment placed at an unknown (fdi dental site) on (B)(6) 2011. The abutment was reported to have fractured on (B)(6) 2012. There was no indication from the complainant of any adverse effect as a result of the reported abutment fracture.

Manufacturer narrative:
Visual analysis revealed the abutment fractured into three separate pieces, only the cuff section and the abutment screw were returned for analysis. Microscopic analysis of the cuff section revealed the upper fracture originated in the collar area approximately 2mm above the cuff neck. The lower fracture originated at the base in the area where the implant¿s inner rim interfaces with the abutment outer diameter. The 2mm collar area showed evidence of modification to the outer wall surface. Fractures of this nature are usually caused by excessive torque force used to secure the abutment screw. A torque setting over the recommended 30ncm and/or misalignment during placement can result in fractures toward the base of the zirconia abutment. Due to the inherent nature of materials used for ceramic abutments, failures of this nature are not unexpected. The root cause of this event is likely attributed to user technique and/or operational context. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. (B)(4).